Event description:
Infusion pharmacy compounded a 5-fu ambulatory infusion pump using the I flow home pump c-series ((B)(4)) 100 ml (2ml/hr) lot 0201307756. The pump was compounded per mfg instructions. Volume of normal saline added was 2.7 ml, volume of 5-fu (50 mg/ml) added was 89.3 ml for a total volume of 92 ml. After completing of compounding and final verification by the pharmacist but before administering to the pt the pump was leaking. Can not determine location. Line clamped and both cap secure. Pt did not receive, defect noticed prior to administering.